Manufacturer narrative:
Information provided by the reporter indicates the patient was experiencing complications although no specific complications were identified. These complications are indicated to be associated with migration of the pdc device from the disc space. The pdc device was removed and replaced with a stryker anchor device. This information led to a determination that an MDR submission is required. The rate of complaints was found to be acceptable when evaluated against the dfmea for the device. The risk assessment found the associated hazards from this complaint are identified. No device evaluation was performed as no devices were returned. Additional analysis of the pdc us stg found that more than one level with scdd as well as prior fusion at an adjacent vertebral level are precautions due to un-established safety and effectiveness of the device in patients with these conditions. The investigation could not determine a definitive cause for this event; however, it is possible the use of the device adjacent to a 2-level fusion may have contributed to the event.

Event description:
A patient underwent a prodisc c removal procedure on (B)(6) 2020. The patient had a previous 2-level acdf at levels directly above the prodisc c device. The patient was experiencing complications though no specific details were provided. The complications were attributed to the prodisc c device migrating from the disc space. This migration and complications led to the determination that surgical intervention was necessary. The device was initially implanted on an unknown date in 2018.